Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that patient experienced loss of therapy due to high impedances on the lead contact. As a result, surgical intervention was undertaken on (B)(6). The lead was explanted and replaced with new model.